Event description:
A customer contacted baxter's technical service center to report receiving a low drain volume alarm and she felt empty and that during the manual exchange this afternoon the drain volume (dv) was 4200ml. This drain volume meets overfill criteria. On (B)(6) 2010, product surveillance spoke with the patient regarding the manual exchange volume of 4200ml. The patient stated that she did not have any symptoms. A swap of the device was offered, but the patient refused. She stated that the machine was fine and she is not having any problems and continues with therapy. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the manual drain bag had a volume of 4200 ml, which was 210% of the last fill volume of 2000 ml. This drain volume meets increased intraperitoneal (iipv) criteria, but it was unclear if the iipv actually occurred. It is possible that the home patient (hp) drained out the last fill volume of 2000 ml then inadvertently allowed the manual day fill volume to free flow to the manual drain bag instead of the peritoneum. This would result in a volume of 4200 ml in the manual drain bag and the hp being empty of fluid at the start of homechoice therapy, which was reported. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the drain volume meeting iipv criteria could not be determined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).